Manufacturer narrative:
Retainer ring: black. P-cap / reservoir locks properly into place. Blank display due to moisture damage on j6 and j7 connectors of pcb 1. After swapping pcb 1 with a test board, unit powered up properly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked battery tube threads, and cracked case on the battery tube side. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not working at all after getting exposed to water. Customer reported crack at the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.